Event description:
I had medtronic spinal pain stimulator put in (B)(6) 2010 for pain caused by angina. It worked good at first but then I had heart surgery for my problem. I did not need the stimulator anymore so I quit charging it and didn't use it anymore. About six months ago I started having severe neck pain, and now without using it, it was started shocking me when I move in different ways. The pain from the shock is not moving up my neck and to my ear and jaw.